Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with an attached sample port connector and cut portion of inlet tubing. Visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution with no cuffing noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leaks noted. The active length of the catheter balloon was measured (0.6690") and found to be within specification (0.6" - 0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter mushroomed upon removal.the patient reported bleeding through the urethral meatus. No additional treatment was not required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter mushroomed upon removal. The patient reported bleeding through the urethral meatus. No additional treatment was not required.